Event description:
It has been reported that, before the surgery, it was noticed that the packaging of the cement powder was badly sealed. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record review is not performed as the event has been identified as a level ii complaint. One picture was received and the product involved in the reported event has been returned. The analysis of both picture and returned product allowed to confirm the reported event: the inner cement pouch sealing is damaged and the cement powder leaked outside the inner pouch. Therefore, the reported event is confirmed. The complaint is related to a well-known event, previously evaluated and investigated. No further investigation is required as per 21 cfr part 820.198 complaint files §(b) and (c). Investigation results concluded that the reported event was due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - (B)(4). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that, before the surgery, it was noticed that the packaging of the cement powder was badly sealed. No adverse event has been reported as a result of the malfunction.